Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information from the patient implanted with this right atrial (ra) and right ventricular (rv) lead that the leads had "ripped out". The leads were explanted and replaced with another manufacturer's leads without further incident. No additional adverse patient effects were reported.